Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of low hv lead impedance and an alert for possible hv lead issue were confirmed in the laboratory via review of device image. The reported field event of an output anomaly was confirmed in the laboratory and was due to high voltage output circuit damage. The cause of the output circuit damage was not determined.

Event description:
It was reported that the patient received an alert for low, out of range, high voltage lead impedance. Upon further review, an aborted shock was observed to have occurred two days previous due to a possible high voltage lead issue. The patient arrhythmia spontaneously broke after the aborted shock. After the lead was explanted and replaced with a new lead connected to the device, the low impedance was still observed and high capture thresholds were observed in both atrial and ventricular vectors. When the new leads tested normal via an analyzer, the device was replaced. Normal measurements were observed with a new ICD. The patient was stable during and post procedure.

Manufacturer narrative:
The reported field event of low hv lead impedance and an alert for possible hv lead issue were confirmed in the laboratory via review of device image. The reported field event of an output anomaly was confirmed in the laboratory and was due to high voltage output circuit damage. The cause of the output circuit damage was a lead anomaly.